Event description:
Left femoral neck fracture: during procedure, at the time of cementing of prosthesis, pt experienced significant drop in blood pressure and heart rate. Atropine and epinephrine given with response, and change in 57 noted. Direct admit to intensive care unit with mechanical ventilation. Echo-cardiography doppler revealed "probable" large pulmonary embolism. Out of operating room at 1610, pt expired at 2203.